Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
(B)(6) was implanted with an elevate on (B)(6) 2009. On (B)(6) 2009, subject reported pain/discomfort-buttock increases with sitting and walking. Site determined its probably related to device and procedure. Severity is moderate. Intervention: valium 5 mg hs physical therapy, hot bath. On (B)(6) 2010, the pain improved, without any further intervention. Information received on (B)(6) 2010 indicates that the pain/discomfort was resolved on (B)(6) 2010.